Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had malfunction. There is no further information at this time. This lv lead remains in service. No adverse patient effects were reported.